Event description:
The customer stated that she was hospitalized due to hypoglycemia. The customer stated that police were called to her home, and while they were there they asked her to eat to raise her blood glucose. The customer stated that she continued to eat, but her glucometer reading did not go any higher. The customer stated that her glucometer reading remained 2.7 mmol/l. The customer stated that she ended up with hyperglycemia as a result of the meter reading not raising. The customer stated that paramedics were called and she was taken to the hosp for treatment for hyperglycemia. The customer stated that the only reason her blood glucose was high, was because she was forced to eat more and more food. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned page.